Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and ten months of post deployment, computed tomography of the abdomen and pelvis revealed the filter was noted within the inferior vena cava. There are patchy pulmonary infiltrates inferiorly in the visualized left upper lobe. Approximately eight years and one month later, computed tomography of the abdomen and pelvis revealed the filter was tilted to the right with its cone near the wall of the inferior vena cava. The legs of the filter had penetrated through the wall of the inferior vena cava into the precaval/mesenteric fat. The patient reportedly experienced abdominal pain. Therefore the investigation is confirmed for perforation of the inferior vena cava and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that the filter perforated and tilted. The current status of the patient is unknown.